Manufacturer narrative:
Our records indicate that this device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information indicated this implantable cardioverter defibrillator was included in the shortened replacement window advisory. A local field representative indicated that it is unknown what the battery voltage was at 27 months as this was a new patient. Technical services (ts) recommended monthly follow-up visits and indicated that once the device triggered elective replacement indicators (eri) that the device should be changed out within 1 month. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.